Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46510. No patient injury was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past. Inspection of the device shows error code alarm 46510. Unable to download event logs due to system fault. Powered up the device and found it continuously alarmed an error code 46510, replicating primary problem. Error code 46510 was due to user interface abort error. The cause was the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.